Event description:
While attempting to complete a firmware upgrade to the patient's implant, an error code was observed. The bsn representative attempted to resolve the issue through multiple troubleshooting attempts, but was unsuccessful. The decision was made to replace the patient's implant.